Manufacturer narrative:
H.10 additional manufacturer narrative: h.3 device evaluation by manufacturer: the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The device was not returned for investigation because it performed as intended during the aquablation procedure and was confirmed through our investigation of the event. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the treatment log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient was taken back to the operating room (or) for clot evacuation, cauterization, and was administered two (2) units of blood (per manufacturer's instructions for use, bleeding is a perioperative risk of the aquablation procedure). It was confirmed that prior to leaving the operating room, after the aquablation procedure, the patient's catheter was red, indicative of bleeding and requiring further hemostasis; however, no further hemostasis was performed. In the pacu, extensive clotting was observed with the patient's catheter; continuous bladder irrigation had also been discontinued. It was then determined to take the patient back into the or for clot evacuation and further cauterization to address the bleeding around the bladder neck; however, post-hemostasis it was observed that the patient continued to have issues with clotting from unidentified sources of bleeding. It was later determined that the patient was not an ideal candidate for intravenous tranexamic acid (txa). The treating surgeon proceeded to instill diluted txa into the patient's bladder, let it rest for five (5) minutes, flushed it out, and proceeded to place the foley balloon catheter into the patient. In the pacu, the patient's catheter was light pink indicative of minimal bleeding. Additionally, the patient was administered two (2) units of blood in the pacu as the patient presented with a hemoglobin level of 7 g/dl prior to the aquablation procedure, which was outside the normal range. No clinical sequelae were reported in this patient.